Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 560 mg/dl, which was treated with manual injection. Customer had symptoms of thirst. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that there was one big air bubble in infusion tube. Customer was assisted in getting rid of air bubble. High pressure test was performed and insulin pump did not alarm with first test, but did alarm with second test. Customer was advised to follow up with healthcare professional regarding unexplained high blood glucose and settings.